Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.

Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event. Supplemented for additional medical information received 20-mar-2015.

Event description:
Coopervision was informed on 18feb2015 by the patient's husband who alleges that in late (B)(6) 2014, the patient was treated at a (B)(6) eye care facility and about 12 days later while on vacation was also seen at a (B)(6) eye care facility for a corneal ulcer. Follow up for additional information is in progress. A supplement to this report will be submitted if there is significant medical information. This event is reported in an abundance of caution on unconfirmed report of corneal ulcer. Supplement: additional medical information received on 20-mar-2015 relates membranous conjunctivitis treated with vigamox and flutinol. There is mild papillary reaction and no other abnormalities, discrete presence of membranes and clear conjunctivae left eye. There was redness and a broken lens in the eye. The contact lens was removed and a wetting agent administered. Patient sought follow up with an ER visit for worsening of redness. Anti- allergic medication was prescribed. The patient returned to the ER again with redness and eye pain. Prelimirium eye wash was prescribed. Upon examination there was defuse epithelialization noted by staining. Patient had significant improvement. In (B)(6) 2015, patient complained of mild pruritus with puffy discharge. Systane (artificial tears), patanol (anti-allergic), acular / loteprol (steroid) and collyrium (eye wash) were prescribed. Regenol (anti-inflammatory) also prescribed. A membranous attachment on the eye (inflammatory response) was noted. This event is determined as reportable due to "de-epithelialization 2mm by 2mm" (very large) and treatment. The location and extent of the corneal injury is unknown. The patient was diagnosed with filamentary keratitis (from dry eye) related to onset of lens splitting.

Event description:
Coopervision was informed on (B)(6) 2015 by the patient's husband who alleges that in (B)(6) 2014, the patient was treated at a (B)(6) eye care facility and about 12 days later while on vacation was also seen at a (B)(6) eye care facility for a corneal ulcer. Follow up for additional information is in progress. A supplement to this report will be submitted if there is significant medical information. This event is reported in an abundance of caution on unconfirmed report of corneal ulcer.